Manufacturer narrative:
(B)(4). D10: cat: 12-115123; lot: 2898724; cer bioloxd mod hd 36mm +6 nk. Cat: 010000859; lot: 3429044; g7 neutral e1 liner 36mm g. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was kept by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately six years post-implantation, the patient underwent a right hip revision due to stem fracture. The patient was walking and felt a sudden snap and pain in their leg. Radiology revealed the stem fracture and heterotopic ossification around the grater trochanter. During surgery, the stem was found broken at the base of the neck and the broken femoral neck and head were inside the acetabular socket. A significant amount of scar tissue was excised. The shell remained implanted and all other components revised. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 visual examination of provided pictures identified a fracture of the stem at the level of the neck. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and review of the available records identified the following: patient had a right total hip arthroplasty. Patient was on vacation, was walking when he felt his right hip snap and immediately give out, then unable to walk. CT findings: discontinuity of the right femoral stem hardware suggesting failure/breakage. No evidence of underlying acute bony fracture or soft tissue collections. X-ray findings: heterotopic ossification around the greater trochanter. Fractured right hip arthroplasty hardware. Findings during revision: femoral stem broken at the base of the neck. Patient presented with pain after his leg giving out 6 days prior. Significant amount of scar tissue and scarred capsule was excised. The broken femoral neck and head were inside the acetabular socket. Shell cleared by excising overlying bone and left in place, high wall poly placed. Femoral component removed (without osteotomy) and stem placed without complications. No concerns on postop xray. No other contributing factors were noted. A definitive root cause cannot be determined. Based on the provided images of the fractured stem and medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.